Manufacturer narrative:
Patient codes: 2645 labeled na. Internal file number - (B)(4). Correction: removed patient code 2199, added patient code 2645. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the loss of fluid column it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During preparation of the clip delivery system (cds), after establishing final arm angle (faa), the clip kept closing. An attempt was made to reopen the clip arms, but the clip closed again. The device was not used in the anatomy and was replaced. During preparation of the steerable guide catheter (sgc), the fluid column was lost. The sgc was not used in the anatomy and was replaced. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.